Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime alarm during basic occlusion test due to protruded/loose drive support disk. Cracked case on lcd display window corners and cracked battery tube threads noted during visual inspection.

Event description:
It was reported that the insulin pump drive support cap is protruding. Nothing further was reported.